Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced the infusion set came off from the site event on (B)(6) 2023. No further information available.